Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's spouse reporting that they did not know the circumstances leading to the right ins problems, but they thought that as the patient was programmed to higher and higher settings, the ins batteries depleted quicker. The caller reported that the patient was currently programmed at 4.8v and their ins batteries were only lasting about a year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s disease and movement disorders. It was reported that the patient¿s inss were replaced due to normal battery depletion and not due to any problems with the device/therapy. Follow up information received from the patient reported that the batteries were very low and the ins was not working as well, so their doctor suggested reprogramming the device from 4.8 to 4.9 until the batteries could be replaced. Additional information received from a consumer indicated the patient's right ins had a problem.